Event description:
It was reported to philips that the image processing computer was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was being performed when the issue occurred and was completed as planned by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed that the ippc was not booting up. As part troubleshooting, fse checked bios batter and hard drive. To resolve the issue, the fse replaced bios battery and hard drive and reinstalled the software, in addition fse performed 3d calibration and recreated image storage, after which the system operation was checked, and the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The device problem code was corrected.